Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient¿s pump was removed due to infection. Additional information was requested but was not available at the time of this report.